Event description:
Post-op readings after cataract surgery were off to the extent that 'rk' procedures were performed on 12 pts to correct their vision. The original readings were taken in 7/1998 and the 'rk' procedures were performed in august, september and october of 1998.